Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
After undergoing revision surgery, the patient became infected, leading to the removal of all implants. The infection was discovered by the surgeon, localized in the shoulder joint. The surgery to remove the implants occurred shortly afterward. Microorganisms were not identified, and there was no prior infection near the surgical site. The sterile barrier of the device package remained intact, and no re-sterilization was performed before surgery. No environmental monitoring alerts were recorded before the surgery. The infection was reported by the surgeon, who then proceeded to remove all implants and insert a cement spacer.